Event description:
A complaint was reported to boston scientific corporation on a graspit retrieval basket used during a procedure on (B)(6) 2012. According the complainant, during the procedure, after placing the device through the scope, the basket was unable to open. It is unknown if there was stone present in the basket when it failed to open. The procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was stable. Attempts to obtain additional information were unsuccessful.